Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl. The customer changed the infusion set and cartridge. Insulin delivery was resumed and the bg level was addressed. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
Due to a different issue found, the reported occlusion could not be confirmed during device investigation.